Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided for the legal allegations. The review of the legal records shows the initial for the right hip arthroplasty was on (B)(6) 2013, and a revision has not yet been scheduled for the unknown allegations. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
Right hip unknown issue without a planned revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2: dob b4 b7 g3 g6 h2 h10.

Manufacturer narrative:
(B)(4). 65771101200 ¿ m/l taper stem ¿ 61489728. 00801803601 ¿ versys head ¿ 62363024. 00625006530 ¿ bone screw ¿ 62640335. 00875705201 ¿ cup ¿ 62179372. Product is not being returned to zimmer biomet for the investigation as the product remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00510. 0002648920 - 2023 - 00025. 0001822565 - 2023 - 00512. 0002648920 - 2023 - 00027.

Event description:
It was reported that patient plans to undergo a right hip revision after an unknown amount of time post implantation due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.